Manufacturer narrative:
The device was not returned for an investigation.

Event description:
During a surgical procedure, a piece of the cannula broke, and fell into the patient. The piece was removed from the patient. There was no harm to the patient.